Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and snubber board. System operates as intended.

Event description:
Customer reported the system had been blowing snubber boards. No pt injury was reported.